Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-17648. It was reported the pt did not receive effective stimulation from her scs system. Subsequently, the pt stopped using the system approximately 3.5 years ago and has no interest in surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.